Event description:
Patient developed inflammation, stiffness and fluid collection at the surgical site post repair of a massive chronic rotator cuff tear using an orthadapt bioimplant. The physician explanted the graft approximately eight months post-implant; at the time of explant, the rotator cuff appeared to have re-ruptured.

Manufacturer narrative:
This case involved the use of the orthadapt bioimplant in the repair of a massive chronic rotator cuff tear with poor native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The cause of the re-rupture is unknown. The onset of the event is unknown. However, the poor native tissue is most likely a contributor to this event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.